Event description:
It was reported via clinical trial that the first target lesion was located in the distal left circumflex artery (lad) with 75% stenosis. Predilatation was performed prior to placement of the study stent. Following stent placement, a dissection occurred that required intervention. The dissection, which was most likely at the distal edge of the stent, was treated with the placement of an overlapping 3.0 x 12 mm study stent. Resulting lesion stenosis after stenting and post-dilatation was 0%. The event was resolved without residual effects and the patient was discharged the next day on aspirin and clopidogrel. No additional information or patient effects were noted. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the product instruction for use, as a potential adverse patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.